Event description:
On (B)(6) 2022, (B)(6) received a complaint from a registered nurse, who stated that "pump 622041 allowed air through the pump air in line sensor". It was reported that "the tubing line ran dry and the pump did not alarm. It was only stopped because we caught it. We aren't sure exactly how long it had been running after air was in the line, but it was long enough that the entire tubing line had run dry plus some." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
(B)(6) is waiting for the arrival of the affected device.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2022-00007).

Manufacturer narrative:
The service provider provided the investigation report on 04/05/2022. The actual device was tested. The air-in-line alarm worked as expected. The device was found to meet all specifications. The reported issue was not confirmed.